Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
It was reported that a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) advised the hp to start over with new supplies and contact the registered nurse (rn) about possible introduction of air in the lines. The clamp was open on the unused line. There was patient involvement. No patient injury or medical intervention was reported.